Event description:
The customer returned the duodenovideoscope to the service center for an annual preventative maintenance with no reported complaint. However, during the evaluation of the device, the service technician observed both the distal end light guide lens adhesive and objective lens has areas of damaged/missing areas of sealing agent there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, likely cause of the adhesive around the distal end lensed could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.